Event description:
It was reported that the device was found in backup vvi mode while still in its original packaging. The device was returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported event of device reset was confirmed in the laboratory via a device image. The reset was caused by a device memory error.